Manufacturer narrative:
E.1 initial reporter facility name: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-jan-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 2.1 drawer board was faulty. A field service engineer (fse) upon arrival main drawer 2.1 was not showing cubies, ran hardware test application no cubies were seen. Fse reseated row board cables and pyxibus connections but issue persisted. Then replaced drawer boards to resolve the issue. The drawers were tested using the hardware test application, and no issues were observed. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es cubie a1 in drawer 2.1 did not recover. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.